Event description:
It was reported that during a robotic cystectomy procedure, the device was used on during the removal of the bladder on different pedicle and could have been fired across a foreign object (e.g. Weck clip) causing the anvil to bend upwards. The actual cause was not determined, but the scrub tech noted the deficiency prior to any staple line issues. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.